Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set became disconnected and leaked. The reporter stated that the connection between the catheter and extension set blew apart during injection. The contrast was injected at a rate of 3.0 ml/second. The issue was resolved by replacing the tubing with a large bore extension set. The extension set was used in conjunction with a non-baxter power injector and non-baxter catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.